Event description:
Received information stating customer received a low bg reminder. The customer was unable to clear the reminder. Reportedly, customer's blood glucose level was high (300's). During troubleshooting with tandem technical support, the customer was able to clear the alert.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.